Event description:
A pt tested three times with bovine collagen test implant experienced hives within several days of the first two skin tests. The third test resulted in no reaction. The physician prescribed zyrtec 10mg orally.